Event description:
It was reported that the patient was on a cruise and their system controller got extremely wet. The system controller was in a shower bag at the time of the event. Water had pooled into the pocket of the bag where the controller was, which had caused water damage to the device. Both batteries were fully charged, but the controller only received power from one battery. Within 15-20 minutes of the water damage, the battery stopped reading power form wither battery. The patient had to use their mobile power unit (mpu) until they made it back to the country and was admitted to a hospital in the united states on (B)(6)2022. Upon this admission the patient had their system controller exchanged. The patient's log files contained a few no external power events on (B)(6) 2022 and (B)(6) 2022. These events were brief and there was no interruption in pump support. There were also a few low flow events that occurred on (B)(6) 2022. The low flow alarms were a result of the patient having been hypertensive and hypovolemic due to their traveling.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress and the system controller not connecting to batteries was unable to be confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file was submitted ((B)(4)) for review and a log file was downloaded for review. A review of the log files showed overlapping events spanning approximately 5 day ((B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022 per time stamp). Events occurring on (B)(6) 2022 took place during lab testing at abbott. There were no events related to the reported event active in the log file. Pump operation was not confirmed. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The system controller was connected to batteries and operated as intended. The system controller was opened and there was no fluid ingress observed in the interior of the housing or the cables. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 6 entitled ¿patient care and management¿ addresses how to properly use the shower bag. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power and backup battery fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.